Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2015, in order to place an internal magnet. Correction: the correct implanted date is, (B)(6) 2007; not (B)(6) 2015 as previously reported. The correct catalog # is, 90434; not 92129 as previously reported. The lot # is unknown. The correct PMA/510(k) is, k955713; not k100360 as previously reported. (B)(4). Implanted device remains.

Manufacturer narrative:
Registration number 3009092818 exemption number e2016011. This report is filed on october 12, 2016. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported), in order to place an internal magnet.